Event description:
It was reported to globus that a patient had revision surgery to remove a secure-c implant at c3-4. Initial surgery took place (B)(6) 2013. Patient had radicular and myelopathic pain after initial surgery. Implant was removed, and another discectomy and decompression performed at c3-4, and was fused with other instrumentation. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The superior and inferior endplates were evaluated and showed wear consistent with implant functioning normally. The anterior portion of both endplates showed drill marks that were consistent with the surgeon's description of the explant retrieval process where he drilled to remove the core. The bearing surfaces showed no damage. The bony apposition side of both endplates showed no damage. Radiographs supplied did not indicate any implant malfunction. Surgeon indicated patients pain as the reason for the revision. Please be advised the secure-c implant is comprised of two parts, i.e...part number 714.206s secure-c endplate assembly, and part number 414.207s secure-c core. These two parts combined make up the secure c implant.